Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device status has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 21mm aortic valve was explanted and replaced with a 21mm valve after an implant duration of 4 years, 8 months due to dysfunction. Per medical records the patient presented with chf, mitral regurgitation, aortic valve and mitral valve dysfunction and underwent CABG x 2, redo-avr, redo-mvr, and tricuspid valve repair. Post decannulation the patient was noted to be in frank pulmonary edema. An iabp was placed and central va ECMO was initiated to stabilize the patient. ECMO was discontinued on pod #2. The chest was washed out and closed on pod #3. The same day the patient was re-opened due to hypotension with elevated pa pressure and va ECMO was initiated again and switched to vv ECMO due to flash pulmonary edema on pod #7. On pod #8 the patient developed pneumatosis/pneumoperitoneum. The concern of general surgery was that the patient would not survive another surgery. The family decided to withdraw care and the patient expired on pod #8. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction.

Event description:
It was learned from implant patient registry that a 21mm aortic valve was explanted and replaced with a 21mm valve after an implant duration of 4 years, 8 months due to stenosis. Per medical records the patient presented with chf, mitral regurgitation, aortic valve and mitral valve dysfunction and underwent CABG x 2, redo-avr, redo-mvr, and tricuspid valve repair. It was noted at the time of explant of the 25mm mitral valve leaflets was completely stuck with pannus. Post decannulation the patient was noted to be in frank pulmonary edema. An iabp was placed and central va ECMO was initiated to stabilize the patient. ECMO was discontinued on pod #2. The chest was washed out and closed on pod #3. The same day the patient was re-opened due to hypotension with elevated pa pressure and va ECMO was initiated again and switched to vv ECMO due to flash pulmonary edema on pod #7. On pod #8 the patient developed pneumatosis/pneumoperitoneum and mof. The concern of general surgery was that the patient would not survive another surgery. The family decided to withdraw care and the patient expired on pod #8. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.